Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a micro introducer guide wire. The customer reports that the guide wire unraveled and a part was left in the patient. The portion of guide wire is resting in an occluded vein. A decision is still being made on what steps to take next.